Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: a device history record (DHR) review was conducted: sterile - part, part: 02.211.036s, lot: 2l92144, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 16. Jan. 2019, expiry date: 01. Jan. 2029. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: non-sterile part, part: 02.211.036, lot: h752512, manufacturing site: monument, manufacturing location: monument, manufacturing date: 13-oct-2018, part number: 202.211.036, 2.7mm va lckng screw slf-tpng with t8 stardrive recess 36mm, lot number: h752512, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final inspection, met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 02.211.136.999, 2.8mm screw blank 36mm w/sd8 02.4 var angle w/es362sec ss lot number: h656089, lot quantity: (B)(4). Ninety-seven pieces were scrapped in cell, turn head and point, as set-up parts. Work order traveler met all inspection acceptance criteria apart from the ninety-seven pieces noted. Inspection sheet, inspect warm head blank/inspect turn head and point, met all inspection acceptance criteria. Part number: 11221, 316ltcri2.78, lot number: h535567, lot quantity: (B)(4). Certificate was reviewed and determined to be conforming. Lot summery report dated 19-dec-2017 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year is reported as 2021; however exact date of screw breakage is unknown. Additional device product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that due to rupture of the screws the plate was removed on an unknown date. Screws remained in situ. No further information provided. Concomitant device reported: plate (part# unknown, lot# unknown, quantity# unknown); va lockscr ø2.7 head 2.4 self-tap l34 ss (part # 02.211.034s, lot # 3l05245, quantity 1); va lockscr ø2.7 head 2.4 self-tap l36 ss (part # 02.211.036s, lot # 2l92144, quantity 2); va lockscr ø2.7 head 2.4 self-tap l14 ss (part # 02.211.014s, lot # 2l68247, quantity 1). This report is for one (1) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 36mm-sterile. This is report 2 of 5 for complaint (B)(4).